Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-30982. It was reported the patient's lead migrated. The issue was confirmed via x-ray. In turn, the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy was established postoperatively.